Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black. On (B)(6) 2022 the customer reported that he/she was unable to pair the unit with a transmitter or meter. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 bluetooth transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿pairing successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Next the unit was programmed with accu-chek guide link bg meter. The unit connected successfully to the meter and displayed ¿pairing successful¿. No unexpected bg meter communication errors or anomalies noted during testing. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that he/she was unable to pair the unit with a transmitter or meter was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to meter-unresolved, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.